Manufacturer narrative:
Unit passed active current test, sleep current test, self-test, and displacement test. No pump error 53 alarms noted during testing. Unit successfully downloaded to thus/thump. However, the formatted history file confirmed the pump alarmed pump error 53 (line number: 24578, file number: 30180) on 09/09/2025 04:35:29. Problem isolated to the pcb1 board and pb2 board as per global logic analysis. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Performed visual inspection on electronics assembly and found moisture damage on pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed pump error 53 in the pump history download, problem isolated to moisture damage to pcb1 board and pb2 board. Confirmed cosmetic damage at battery compartment. However, no power errors noted and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump randomly turned off, reset at 4:00 am with an error and deep gouges on the external casing. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was not done. No harm requiring medical intervention was reported. The product mmt-1884l will not be returned for analysis.